Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: the black box verified a call service 064-0001 alarm on (B)(4)-2018 due to an occlusion during the prime operation. Investigation was unable to duplicate the call service alarm. Unrelated to the original complaint, the battery compartment was cracked at the left of the grip from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.